Event description:
An analysis was performed on the returned handheld. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that main battery was unable to power the returned handheld. The cause for the anomaly is associated with broken solder connections on the handheld main board. An analysis was performed on the returned flashcard. During the analysis, it was identified that the flashcard contained two different sets of patient databases. The cause for the anomaly is associated with the flashcard being inserted into multiple handheld devices. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The physician reported that there was a malfunction on the handheld with the "auto" switch. He stated that the handheld was charging, but cannot run work when unplugged. The physician charged the handheld over the weekend, but the found that it still could not keep the charge and turned off after a few seconds of being disconnected from power. The programming system was stored in dry conditions in the physicians office. No user mishandling contributed to the event. It was stated that there was no reason for it and no signs leading to suspect user mishandling. The device was returned and is pending product analysis. It was noted that the physician kept the flashcard and returned the new one that was sent to him. No other information has been provided.

Manufacturer narrative:
.